Event description:
The end user reported while transporting a patient in a medical facility, the stretcher allegedly began discharging static electricity and the medic began feeling shocks, some of which caused a feeling of temporary numbness in his hand. There were no allegations that the patient felt anything or that they were harmed or adversely affected. The medic did not seek medical intervention.